Manufacturer narrative:
Investigation summary: two opened safetyglide packages with shielded needles were received from different products and batches: one from batch #8277950 (p/n 305916) and one from batch #8187585 (p/n 305901). Both samples were visually evaluated. The cannulas of both samples were observed to have 2 to 3 small white particles smaller than level 3 in size outside the fluid path. The particles appear to be small pieces of plastic. Particles of this size outside the fluid path are considered acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. Since the defects observed are within the acceptable limits, no corrective actions are necessary.

Event description:
It was reported that foreign matter in the form of "dust or crystal-like particles" was found on the bd safetyglide¿ needle after removing the cap and before attempting to draw up medication. As reported by the customer, "per mw5083913: I was going to draw up medication from a vail using a 1 inch needle when I took the cap off to use it. I observed some dust or crystal like particles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter in the form of "dust or crystal-like particles" was found on the bd safetyglide¿ needle after removing the cap and before attempting to draw up medication. As reported by the customer, "per mw5083913: I was going to draw up medication from a vail using a 1 inch needle when I took the cap off to use it. I observed some dust or crystal like particles."